Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. During evaluation the unit was able to power on using both ac and battery power. Visual inspection revealed minor damage to the 20 pin connector housing, indicating potential misaligned or damaged cable connection.

Event description:
It was reported that the patient cable connector works intermittently. No known impact or consequence to patient.